Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that after a "normal pump replacement", the hcp noticed that the sutureless connector leaked when re-connected to a new pump. The hcp confirmed the leak by reconnecting it twice and stated that the sutureless connector portion only was replaced with new while the intrathecal and tunnelled portion remained in the patient. The pump was being used with lioresal it at a daily dose of 199.9mcg and a concentration of 2,000 mcg/ml. No patient injury was reported. Additional information has been requested and will be reported if it becomes available.